Event description:
During an arthroscopic knee debridement, the surgeon was shaving some of the fat pad from the designated areas and he noticed small metal fragments were falling in the knee joint. The surgeon suspected the metal debris was coming from the shaver tip. At the end of the procedure, the surgeon used a metal sucker to remove all the metal fragments. No residual metal fragments were left in the knee joint. The case was not delayed and there were no complications.

Manufacturer narrative:
One 4.5 radius incisor blade was returned for evaluation. The inner blade was removed from the outer sheath. The device was visually evaluated and identified to have significant scoring along the shaft of the device. See attached pictures. The device was dimensionally evaluated and meets specification. A review of the nonconformance database did not identify any issues with the manufacture of the lot. A review of the provided case details did not include any information that can contribute to the device investigation. Per the device IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly.¿ the failure mode is confirmed, the root cause is attributed to user error. No additional action is required. A review of the device history records was performed which confirmed no inconsistencies. The company will continue to analyze additional complaints as they are reported. (B)(4).